Event description:
Gambro received a report from a customer who complained of EKG artifacts during every patient's treatment on a prisma machine. All EKG lines are flickering and it is not possible to check the EKG during treatment. No patient injury or medical intervention reported as a consequence of these events. A gambro technician inspected this prisma machine and no problem was found.

Manufacturer narrative:
No other information has been provided by the customer. The prisma operator's manual informs about the possible interaction between an electrically isolated peristaltic pump and some EKG monitors. The prisma is a bf type as per en 60601-1 standard. This phenomenon is known in clinical literature and is not a peculiarity of our machine. The prisma operator's manual states the following: "occasional disturbances have been reported in electrocardiogram (ECG) recording during renal replacement therapy with the prisma system. These disturbances can appear as artifacts on the ECG trace and may be misinterpreted as abnormal rhythm, atrial flutter, etc. The electrocardiograph can detect an electrical interference caused by rotation of the prisma blood pump if any electrode has an inadequate contact impedance with the skin. This kind of artifact disappears when the prisma pumps stop. To minimize or avoid prisma interference with ECG recording, it is recommended to follow the ECG supplier's instructions for chronic patient monitoring carefully regarding use of specific electrodes with low contact impedance, and correct application of the electrodes, including appropriate placement of the n electrode." A specific warning in the prisma operator's manual, warns the operator: "if a cardiac dysrhythmia is exhibited, press the stop softkey on the prisma system and reassess the cardiac rhythm before treating the patient. To significantly reduce the likelihood of producing artifacts, follow the instructions given in appendix d of this manual."